Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product. The reporter indicated that the product could not be returned.

Event description:
Brush head fell apart in mouth [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via phone on 19-jul-2016 that he started using an oral-b power oral care refills precision clean on (B)(6) 2016 and it fell apart in his mouth while used with an oral-b rechargeable toothbrush, version unknown. He stated that the brush head was from a pack of four, and he'd had no issues with any of the other brush heads. This was not the first time that he has used this particular version of brush head. No symptoms developed.